Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of ventricular tachyarrhythmia for which therapy was delivered. The physician requested boston scientific technical services (ts) review device data due to concerns over the detection time and time to therapy. Ts noted an episode from approximately 2 years prior that exhibited some noise and t-wave oversensing due to variable morphology during periods of elevated heart rate for which the sensing vector had been previously changed from secondary to primary. The most recent episode for which the patient received therapy showed some instances of undersensing due variable amplitudes during torsades de pointes causing a slight delay to therapy though it did not have any clinical impact on the patient. Ts also noted some increase in shock impedance measurements since implant though values remained within acceptable range. Suggestions for additional system testing and programming were provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of ventricular tachyarrhythmia for which therapy was delivered. The physician requested boston scientific technical services (ts) review device data due to concerns over the detection time and time to therapy. Ts noted an episode from approximately 2 years prior that exhibited some noise and t-wave oversensing due to variable morphology during periods of elevated heart rate for which the sensing vector had been previously changed from secondary to primary. The most recent episode for which the patient received therapy showed some instances of undersensing due variable amplitudes during torsades de pointes causing a slight delay to therapy though it did not have any clinical impact on the patient. Ts also noted some increase in shock impedance measurements since implant though values remained within acceptable range. Suggestions for additional system testing and programming were provided. An x-ray was performed showing the system position remained unchanged. As the specific arrhythmia could not be recreated and the device treated appropriately, the physician elected to continue following the patient routinely. No adverse patient effects were reported.